Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist device (lvas), serial number (B)(6), and the reported drug induced aplastic anemia and thrombocytopenia could not be conclusively established through this evaluation. It was reported that the patient developed drug-induced aplastic anemia on (B)(6) 2019. The patient was still admitted from heartmate 3 implantation at this time and had not yet been discharged. It was unknown what drug led to the aplastic anemia. The patient was experiencing anemia and thrombocytopenia, but no other particular symptoms. Plan of care included continuation of immunosuppressive therapy. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed drug induced aplastic anemia on (B)(6) 2019. The patient experienced anemia and thrombocytopenia and immunosuppressive therapy was being continued.